Event description:
In 2004, the pt had bilateral gel-filled mammary prosthesis implanted. In 2005, the pt was diagnosed with mixed connective tissue disease. The implants were removed in 2005. The devices have not been returned to mentor for eval.